Event description:
The customer reported approximately 6 or 7 ml of clear fluid leaked on the back of the diluter panel of the lh 500 hematology analyzer. The customer was unable to locate the source of the leak and indicated that fluid leaked onto the countertop. The customer stated that the leak was discovered after the instrument generated ambient temperature out of range error while running a startup. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched for this event. The fse reported that the customer had reattached the tubing to the fitting at pinch valve pv40 to resolve the issue. Failure mode of the event is attributed to a disconnected tubing at pinch valve pv40; the instrument generated an ambient temperature out of range error to alert the customer of an instrument problem. Beckman coulter internal identifier for this report is (B)(4).